Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for non-malignant pain and complex reg pain syndrome type I. It was reported in the past the ins would no longer charge anymore. Patient stated it happened because she had hit by a car, so she could no longer communicate. It was noted ins would not charge once before was on 2016. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on april 5th, 2019. The patient reiterated the difficulty connecting old recharger (from first implant) to both implants after her car wreck. The patient stated that her newer recharger works better, and she wanted to get the old recharger replaced. Patient services spoke to repair, they said they can't send the whole thing, but they will send a recharger antenna.

Manufacturer narrative:
Event description updated. Over discharged battery ("jumpstarted" battery) was not captured. Over discharged battery was not captured. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on april 5th, 2019. The patient reported that they had their ins jumpstarted. The patient reiterated the difficulty connecting old recharger (from first implant) to both implants after her car wreck. The patient stated that her newer recharger works better, and she wanted to get the old recharger replaced. Patient services spoke to repair, they said they can't send the whole thing, but they will send a recharger antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.